Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-jun-2017, the fse replaced the 2-way solenoid valve, the sample nozzle, and the dispense syringe pump. The fse also verified substrate delivery, wash delivery/evacuation, and all temperatures. Daily background numbers were reviewed to check detector stability and the detector lens was inspected. Bio-rad and mac controls were run on all assays and were within range; however, bio-rad testosterone level 1 and e2 level 2 were at +1.5 of standard deviation whereas all mac controls were within 1 standard deviation of the mean. It was determined that there may have been an issue with the bio-rad material. Fse suggested material not be stored in a frost-free refrigerator/freezer. The most probable causes of the reported event were failure of the 2-way solenoid valve, the sample nozzle, and the dispense syringe pump.

Event description:
On (B)(6) 2017, a customer reported high competitive control results on their aia-360 analyzer. Testosterone and e2 assays were both involved. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.